Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after their leadless implantable pulse generator (ipg) was implanted they noticed a change in how their heart rate responds when on the treadmill. Follow up confirmed the exertion response and activity rate were reprogrammed on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review there was no performance allegation made against the leadless implantable pulse generator (ipg), the rate response was adjusted due to optimization.